Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 3006705815-2020-32501. It was reported that the patient experienced ineffective stimulation. The patient is not feeling stimulation in the right leg. A field representative attempted to reprogram the patient however further lead checks showed a lead had migrated. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Follow up information received that the patient underwent surgical intervention on (B)(6) 2020 in which the leads were repositioned to address the issue.